Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate date (B)(6) 2019. Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, an investigation could not be performed. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a toric intraocular lens (iol), model zct450 17.5 diopter was implanted in the patient's right eye (B)(6) 2019. The lens had rotated following uncomplicated surgery. The patient reported constant blurred vision in the right eye. The lens was initially placed at 95 degrees and had rotated to 125 degrees post op. Patient's post-op refraction was -2.75 +5.50 x 075 = 20/20. The lens was rotated in a secondary procedure on (B)(6) 2019 where the doctor re-aligned the toric lens to the intended axis. The residual astigmatism had resolved when the patient was seen at the 10 day post-op visit. No additional information was provided.